Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer's grandfather needed to take the customer to emergency room due to high blood glucose level. Date of emergency room visit was unknown. Customer's blood glucose value was 24.1 mmol/l at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer was treated by manual correction of 6 unit. Customer reported symptoms such as feeling sick, vomiting. Customer reported that the insulin pump had critical insulin pump error. Customer reported that they received open book image on the insulin pump screen. Customer was changing the battery and the error was received. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged critical device error (open book image) alarm, visit to emergency room and was hospitalized for high blood glucoses found on august 23, 2022. Device was received with a critical device error (open book image) alarm.unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical device error (open book image) alarm successfully downloaded device traces and history file using thump. Unable to upload device to carelink due to critical device error (open book image) alarm.per r&d engineer, critical device error (open book image) alarm triggered by three consecutive device error software error detected alarm according to error log file. Device error software error detected alarms (line number 344 ; file number 28), suspected on hw. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board , force sensor, motor and vibrator¿assembly noted.force sensor zero offset within specification (22.4 megha volt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high blood glucoses. Unable to perform the required testing due to critical device error (open book image) alarm. Unable to upload device to carelink due to critical device error (open book image) alarm. Critical device error (open book image) alarm was confirmed due to three consecutive device error software error detected alarms. Device error software error detected alarm, suspected on hw.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.